Event description:
When circulating nurse attempted to spike a 500cc bottle of eye irrigation, the air filter, which was already primed, cracked, causing air to infiltrate system. This caused eye to collapse. Unknown if there is any permanent problem. (*)